Event description:
It was reported that there was physical damage on the stapler 30 sheath which was identified during central processing. There was no reported injury. Follow-up was performed with the initial reporter and the following additional information was obtained. Very limited information was obtained regarding the issue was available. The customer stated that the sheath was given to him as-is with a missing piece, however no information was given regarding the missing piece falling into the patient. No injury was reported as far as he was concerned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 30 sheath accessory involved with this complaint and completed the device evaluation. Failure analysis found that the sheath was returned with part of the black sheath missing. Approximately 3" of material in length was missing and not returned with the sheath. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: failure analysis confirmed missing material from a part of the instrument that goes inside the patient (distal end). At this time it is unknown if there was a fragment that fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.